Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The dentist relates a bone plate fracture during the surgery, there is no indication of product malfunction. Another implant has been placed in the local. There are no furthers information about the case.